Event description:
It was reported by service report that when the fowler is lowered using the CPR release all controls shut off. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Result: microswitch set screw out of adjustment. Conclusion: set screw readjusted.